Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient complains of blurred vision and noticed dislocated iol as it fell into vitreous. The iol was exchanged for another lens and had pars plana vitrectomy (ppv), limbal relaxing incisions (lri), binocular indirect ophthalmomicroscope (biom). There was no patient harm reported and symptoms were resolved. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. The event was related to iol falling into vitreous. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).